Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fluid leak remains unknown.

Event description:
During an atrial fibrillation procedure, the sheath was inserted into the heart, and blood started to leak from the hemostasis valve before the catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.